Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant medical products: 4592-45 lead, implanted: (B)(6) 2005, 419388 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached recommended replacement time (rrt) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.